Event description:
It was reported via repair work order that the siderail could potentially become unlatched. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderail could potentially become unlatched. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.there was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The condition of a loose side rail could potentially lead to the side rail becoming unlatch or lowering quickly unexpectedly. However, the technician and a biomed technician, from the customer, evaluated the unit together and found no defects with the unit or could not duplicate the reported issue. The unit was not repaired but was returned to the customer.